Event description:
After less than one day, the pt was brought back into surgery because of atrial lead dislodgement seen on a x-ray and because the pacemaker was not tracking p-waves. The lead was re-positioned and remains implanted as it is functioning properly.